Manufacturer narrative:
The device was returned for analysis. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. The reported foot break was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect unspecified tissue injury (vascular injury) is listed in the electronic perclose prostyle instructions for use (eifu), as a potential adverse event of use of the device. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device relative to a transcatheter aortic valve implantation interventional procedure using a 4f sheath. Femoral angiogram confirmed 1cm above femoral bifurcation. The sheath was upsized to a 6fr. Reportedly, after plunger deployment the prostyle footplate came free from the vessel wall and jumped back out of the vessel. The plunger was removed, and the footplate retracted. The prostyle device was removed and upon inspection it was noted that the inferior portion of the footplate had broken and been left behind in the patient. It is presumed this occurred during deployment of the suture. Surgery was performed, the vessel was incised, and the puncture site enlarged to remove the footplate. Vessel damage was noted. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.